Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during the drain step of therapy, while the hp was connected. Nothing was found during troubleshooting that could have caused or contributed to the alarm. The hp cycled the power on the hc device and removed the supplies. The hp then stated that they were setting up again. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.